Manufacturer narrative:
Concomitant products: product ID 3550-09, product type accessory; product ID neu_perc_extension, serial # unknown, product type extension; product ID neu_perc_extension, serial # unknown, product type extension; product ID 3391s-40, lot # unknown, product type lead; product ID 3391s-40, lot # unknown, product type lead. (B)(4). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery was at normal end of life. The telemetry and output were okay. Analysis of the accessory kit found no anomalies. Analysis of the first percutaneous extension found that the body had been segmented. Analysis of the second percutaneous extension found that there were no anomalies. Analysis of the lead found that there was a short at the proximal end between circuits. The short was between the #1 and #3 circuits under the #1 conductor sleeve. There was an insulation breach. A functional test found the continuity acceptable.

Event description:
It was reported that a battery was replaced due to normal battery depletion. The patient recovered without sequela.